Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 100 mg/dl on comfort curve strips lot 549603 and 323 mg/dl on comfort curve strips lot 549643. Both tests were performed within 10 minutes on the advantage system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with comfort curve test strips lot 549603. Reference medwatch report with (B)(4) discrepant back to back results with comfort curve test strips lot 549643.